Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient was experiencing dizziness and lightheadedness. An interrogation revealed high impedance on the right ventricular (rv) lead, no capture, oversensing and a fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.